Event description:
It was reported that the hemostatic valve of the sheath was leaking. During a cryoablation procedure a polarsheath was selected for use. When ablation was being performed in the left superior pulmonary vein, the catheter was moving backwards from the sheath. A leak of the hemostatic valve on the sheath was observed. The procedure was successfully completed with the same sheath and catheter. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
The reported device was returned to boston scientific for analysis. Visual examination revealed a significant tear visible in the outer valve surface. Functional aspiration test concluded that the device passed, no signs of bubbles in the flushing line during syringe vacuum pulls were observed. The device did not pass hemostasis valve test when a dilator was inserted, a significant leak and pool of water developed within 30 seconds when the device was pressurized to 5.5 psi with water. Device is unbale to hold pressure. Immediately after pressure was non-continually applied during the hemostasis valve test method using the screw syringe in deflator, the pressure drops off to less than 1.0 psi. The handle halves were opened for macroscopic inspection. After dissecting handle halves, no blood residues were identified inside the handle halves. The blue proximal cap, however, contained blood residues on the inner surfaces. Air pressure test was performed to identify potential location of leaks. The device was gently pressurized with 2 psi at the flushing line luer fitting while plugging the distal tip of the catheter, the valve body was then submerged in a beaker of water. A steady stream of bubbles appeared at the valve region. The bubbles appeared to form only at the tear(s) and valve slits. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the hemostatic valve of the sheath was leaking. During a cryoablation procedure a polarsheath was selected for use. When ablation was being performed in the left superior pulmonary vein, the catheter was moving backwards from the sheath. A leak of the hemostatic valve on the sheath was observed. The procedure was successfully completed with the same sheath and catheter. No patient complications were reported and the patient's current condition is fine.